Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg evaluated the subject device and confirmed a hole in the instrument channel, signs of water immersion, and corrosion within the connection part of the control section and insertion section. Considering the hole and the corrosion, it is likely that the reported event occurred due to moisture invaded through the hole. However, the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a lithotripsy using the subject device with a laser probe, the angulation of the bending section in unspecified direction did not work and the bending section of the subject device could not be straightened easily with in the patient. The user facility managed to straighten the bending section and managed withdraw it from the patient. The user facility changed the subject device and the procedure was completed with another device. There was no report of patient injury associated with the event.